Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that a catheter flush was administered per the IFU during the procedure. There was no kink/damage observed to the catheter or solitaire pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter. There were no issues during the navigation of the microcatheter. The first pass with the solitaire did not reach the thrombus. The cause of the resistance was not determined.

Event description:
Medtronic received a report that a solitaire fr thrombectomy stent met resistance in the middle of the catheter during delivery. Using the swim technique for thrombectomy, a non-medtronic intermediate catheter and non-medtronic stent microcatheter were positioned. During stent delivery, when it was advanced to the middle section of the microcatheter, the thrombectomy stent became difficult to proceed further. The operator increased the pushing force, but there was resistance and the stent could not be advanced. The stent was removed and the microcatheter was replaced with a new catheter of the same model, however, the same problem occurred when attempting to deliver the stent again. The stent was replaced with a new stent of the same model and size, which was delivered to the intended location. After waiting for 5 minutes, the thrombus was removed in combination with aspiration. No patient symptoms or complications were associated with this event. The patient was undergoing an emergency thrombectomy surgery for treatment of an ischemic stroke in the terminal internal carotid artery. It was noted the patient's vessel tortuosity was normal and the patient's medical history includes stage 3 hypertension. The patient's baseline modified rankin score (mrs) was 4 and was 4 post-procedures. The national institutes of health stroke scale (nihss) score improved, decreasing from baseline score of 15 to 3 post-procedure. The thrombolysis in cerebral infarction (tici) score also improved from 0 at baseline to 4 post-procedures. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure involved two passes with the device. The stroke onset to reperfusion time was 5 hours. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include: cat6 intermediate catheter, taijie weiye tjmc18plus stent microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the solitaire fr revascularization device was returned for analysis within a shipping box and within a sealed biohazard pouch. The unknown micro catheter used during the event was not returned for analysis. The solitaire fr revascularization device was returned within its introducer sheath. Visual inspection/damage location details: the finger markers were found to be aligned within introducer sheath. No bends or kinks were found with the pushwire or marker coil. Visual inspection showed no irregularities outside of the attachment zone. The glue domes appeared to be damaged. The stent non-working length struts were found to be damaged (kinked). The middle and working length struts were found to be in good condition. No other anomalies were observed. Testing/analysis (including sem reports): the solitaire fr revascularization device could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿resistance during delivery¿ could not be confirmed. Resistance can be caused by lack of continuous flush or incompatible device. The model and lot numbers for the unknown micro catheter were not provided; therefore, compatibility could not be assessed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.